Manufacturer narrative:
Corrected data, version 1: date of this report 10/18/2019 inadvertently not added prior to report submission.

Event description:
Further information was received from the physician that the cause of the increase in seizures was an external factor not related to vns therapy. The increase was noted to be at pre-vns baseline levels.

Event description:
Patient presented with an increase in seizure frequency. The patient was referred for full revision(replacement of the lead and generator). No known surgical intervention has occurred to date. No other relevant information has been received to date.